Event description:
It was reported that during a stenting treatment procedure, entrapment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the superficial femoral artery (sfa). Pre dilation was performed with a 5x200mm mustang balloon catheter at 10 atms. A 7x118x120 epic vascular stent delivery system (sds) was advanced to the target lesion and successfully implanted. However, during withdrawal the epic vascular stent delivery system (sds) became "bonded" onto the non bsc guide wire and was unable to remove. As a result, the sds and the guide wire were removed together as one unit. To complete the procedure, the vessel was rewired and another stent was successfully implanted. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.